Event description:
It was reported that a critical alarm for motor stall occurred. Interrogation reports showed that a motor stall occurred (B)(6) 2015, and a stopped pump period may exceed tube set message occurred on (B)(6) 2015. The cause of the motor stall was unknown. The patient was alive with no injury at the time of this report. A pump replacement was planned, but not yet performed. The pump was used to infuse prialt/ziconotide. No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
[The following information was previously reported under manufacturer's report # rr 3004209178-2015-01668, and going forward will be included in this manufacturer's report: it was reported that interrogation logs showed that a motor stall occurred (B)(6) 2014 and a stopped pump period may exceed tube set occurred on (B)(6) 2014. Motor stall recovery occurred on (B)(6) 2014. The pump was able to restart and therapy was resumed. No patient symptoms were reported for this event. The pump was used to infuse prialt/ziconotide.] Additional information received reported that the patient had return of pain/symptoms. The cause of the motor stall was unknown. The pump was replaced, and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, lot# n185811018, implanted: (B)(6) 2009, product type: catheter. (B)(4).